Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. She thought her implantable neurostimulator (ins) had flipped and wanted to know what to do. It was causing pain and the patient couldn&#38176;stand, have a bowel movement, or lay down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.